Event description:
It was reported that the device was implanted without an atrial lead. The implant detection is still in progress. The implant detection was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that the implant detect not completed automatically because the atrial port was plugged.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).